Event description:
It was reported that the vns study patient was experiencing an increase in seizure severity. The issues began on (B)(4) 2015 and resolved on (B)(6) 2015. The event was indicated to be severe and possibly related to vns stimulation. The patient's vns treatment was interrupted and the patient was hospitalized. The patient did not discontinue from the study. No further information regarding the event has been received to date.

Manufacturer narrative:
.